Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia around a menstrual period with trace to moderate ketones, denied diabetic ketoacidosis, and referenced contact with the manufacturer, while no device-specific component or malfunction could be identified due to insufficient information. Symptoms included insufficiently characterized clinical effects. Outcomes included insufficiently characterized impact. Investigation included communication and interviews and analysis of information provided by the user or third party. Investigation of this case revealed no available findings and no identifiable medical device problem or component involvement given insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.